Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense and low pacing impedance. The ra lead was replaced and the procedure continued with new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.